Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment/non-emergency treatment got delayed for less than 20 minutes and completed by both warm and cold reboot. The philips field service engineer (fse) inspected the system onsite and confirmed that the system geometry movements were not fully available. Review of system log file showed geometry related errors. The customer performed the warm reboot first, but the issue persisted after one rotation and then customer performed cold restart to resolve the issue. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device gave an error indicating geometry movements were not fully available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.